Event description:
Information was received device had primary audible alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved.